Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported device was returned for evaluation. As returned, the damage is seen on the taper, neck and plasma spray. The device was analyzed at exponent to detect the remaining vashe residue. The components do not demonstrate similar spectra to vashe, indicating there is no vashe residue. Dimensional analysis was performed and was conforming to print specifications where measured. Revision op notes were reviewed and identified the patient was revised due to pain and stem subsidence. The stem did not appear to be grossly loose. Stem removed with some difficulty through extended trochanteric osteotomy as planned preoperatively. Cerclage wire placed to secure site. There did not appear to be any bone growth in the stem. Two additional cables placed. Stem and head replaced without further complication. X-rays were provided and were not sent to review due to image quality. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately four years post-implantation due to pain and stem subsidence. Operative report states that the stem did not appear loose and was actually difficult to remove, requiring an extended trochanteric osteotomy. Cerclage wires were placed to secure the femur. It was noted that there was bone growth to the stem. The stem and head were exchanged without complications. No further information is available at this time.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain secondary to taper subsidence in-vivo. No further information is available at the time of this reporting.